Event description:
A facility representative reported that following a replacement implantable collamer lens (ICL) implantation procedure, the patient still experienced lens rotation. Reportedly, "despite the size change, the ICL continues to rotate out of the desired position." The lens was removed. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing-related issue or product deficiency.

Manufacturer narrative:
D4: UNK.H4: UNK.H6: 4581-Lens rotation.Manufacture Narrative:Lens rotation and secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following ICL implantation.Claim# (b)(4).